Event description:
A sentrant sheath and heli-fx guide were used during an unknown endovascular procedure. It was reported that during the index procedure, normal checks and proper flushing techniques were performed. No issues noted. The surgeon expressed that it was difficult to maneuver the heli-fx guide up and down and rotate when implanting endoanchors. The physician questioned if the valve assembly of the sentrant sheath was too tight. Six endoanchors were implanted and the procedure was completed successfully. Per the physician the cause of the event is undetermined. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis no deformation was noted to the device. The dilator was removed and device was flushed with no issues noted. A heli-fx guide received alongside the device was loaded and moved through the sheath with no issues noted. No other deformation evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.